Manufacturer narrative:
User facility located outside USA.

Event description:
The tip of the aimer broke off in patients knee while positioning. It took approximately 10-15 minutes to locate and retrieve the broken tip. Patient did not retain foreign body. When the knee is flexed more than recommended in the surgical technique, the instrument tip has the potential to bend and fatigue. Upon cleaning & use in next surgery it may be bent back into proper shape. Continued use in this manor weakens the tip which may cause fatigue and breakage.